Manufacturer narrative:
The partial lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot. The outer coil was exposed in this location. Electrical testing did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.